Manufacturer narrative:
Risk of potential or actual serious harm is not significant. Rationale: tip of threaded guide wire left in patient bone after surgery is common and well reported in the literature. This pin was made to astm standard f562 "standard specification for (B)(4) for surgical implant applications. Material has been analyzed and deemed acceptable for long term implantable exposure. No untoward effect on patient expected and no adverse event reported by surgeon.

Event description:
Guide pin (instrument) broken at the junction where the threads on the tip meet the shaft. Tip of guide pin remains in patient.